Event description:
It was reported that the patient presented to the hospital receiving inappropriate hv therapy from svt detection. The device was reprogrammed, and patient will be followed normally.

Manufacturer narrative:
No medwatch form was received.